Manufacturer narrative:
Patient age at time of event: 18 years of age or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console speed was fluctuating. A rotablator rotational atherectomy system was used for an emergent case. A rotablator burr was platformed under continuous flush and then advanced into the patient. Ablation was initiated; however, the system was unable to go higher than 180,000rpms. The burr was removed and ablation was stopped. The procedure was completed with balloon angioplasty and stent placement. There were no patient complications and the patient condition was fine. Post procedure, the console was tested. During testing, the console got stuck at 300,000rpms, however the staff stated that it did not sound like it was rotating that fast.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue of speed was fluctuating occurred during dynaglide mode with a fix speed between 50,000 to 90,000rpm.